Event description:
Patient reported having several incidents where the luer lock and tubing have come apart over the past 4 months. Patient would switch out the infusion set when this would happen. No indication that the patient's blood glucose was affected.